Event description:
Chair alarm was ringing, but alarm was not calling the desk. Patient had fallen to the floor . The chair alarm was properly plugged in. It was on and had no delay. Chair alarm did not ring at desk.